Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The impella device was not returned for evaluation. The cause of the vascular damage-great vessel issue was most likely patient condition related per clinical review. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ h.1 was revised due to medical safety officer review. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 code 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation code. H.10 additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation code has been updated to reflect discarded. Additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The patient expired in the procedure area. Upon review by abiomed's medical safety officer, there was not enough information to exclude the patient's outcome from the use of the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury

Event description:
The user facility reported a 60-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient was diagnosed with sepsis prior to placement which created communication and conducting issues prior to placing leads and the impella pump. The impella was inserted, but it did not direct into the left ventricle, echocardiogram showed it across the aortic-left atrium (la) communication. The doctor noted there was blood coming into the endotracheal tube. The doctor removed the impella and tried to repair the aorta-la. Perfusion struggled with flows during this time. The patient expired in the procedural room. The doctor stated it was not the impella's fault. No allegation was made towards the impella for the cause of death.